Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and a friend or family member during a basic evaluation trial. It was reported that the trial started on (B)(6) 2016 and they had the patient on the right side. He was feeling stimulation after the trial, but stopped feeling stimulation when they got home from the trial and experienced a loss or change of therapy. He and his manufacturer representative decided the right lead was "bad" due to no stimulation being felt. It was noted that one lead broke. The manufacturer representative changed leads to the left side the morning of (B)(6) 2016 and stimulation was being felt. They wanted him to stay on the left side. The patient had one lead available and felt the problem was resolved. The next morning, he increased stimulation with no symptom relief. He wanted to speak to the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.